Event description:
A facility reported the black knob on the intraocular gas tank would not turn and was stuck in the open position. The facility had to borrow another tank to finish the procedure which resulted in a 45 min delay. There was no pt harm for this event. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 by mail. A completed questionnaire has not been rec'd. (B)(4).